Manufacturer narrative:
The investigation for the reported ischemia has been completed. The device nor sufficient clinical information was available for evaluation. Therefore, the root cause of the ischemia could not be determined. This report is being filed as part of a retrospective review of historical records. H6 code for death 1802 was incorrectly selected on the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported the 77-year-old female patient was on impella cp support and the patient developed a loss of peripheral pulses in both lower extremities. Heparin was withheld and the patient received two ampoules of bicarbonate. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death.